Event description:
It was in a journal article that patient required wound excision approximately 4 months post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). B3 year published: 2022, 2024. D10: pn: 42511000413 ln: 65691836 articular surface fixed bearing cruciate retaining (cr) left 13 mm height. Pn: 42502006401 ln: 66196359 femur cemented cruciate retaining (cr) narrow left size 8. G2 foreign ¿ the netherlands. Eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Was initially reported under 0001822565-2026-00276.